Event description:
It was reported that the customer experienced low blood glucose (bg) levels of over 51 mg/dl. The cause of the low bg was unknown. The customer reported they had a grand mal seizure and the paramedics were called, and the customer went to the emergency room (ER) on (B)(6) 2023 and they were subsequently hospitalized for two days. The customer received an IV with fluids of saline to resolve their low bg. The customer was released from the hospital on (B)(6) 2023 with no permanent damage. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.